Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device the visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, stomach resection, a reinforced stapling device had a problem unloading the device and was unable to fire, yet the surgeon was able to press the green button and squeeze the handle. The unload button displayed red and would not allow the reload to be removed. Jaws were opened and closed and black knobs pulled back without any change to the status. Additional force was used and the reload was removed. Another stapler was opened and the case continued. The patient was alive with no injury.